Manufacturer narrative:
(B)(4).

Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver exhibited an emergency battery alarm. The customer also reported that the companion 2 driver was not able to recharge the emergency backup battery. The companion 2 driver was returned to syncardia for evaluation. Review of the electronic patient file revealed numerous "emergency battery error" alarms, confirming the customer reported issue. Evaluation of the emergency battery concluded that it had a permanent fault for cell imbalance. Further investigation also revealed a discharge fault, which is consistent with the under-voltage condition of the battery. The event history status also registered unrelated conditions for an over temperature condition of 80 degrees c an over discharge current of 30.111 amps and a pack overvoltage condition of 17.012v. Therefore, the root cause of the customer-reported emergency battery alarm was a result of a malfunction of the emergency battery. The emergency battery was replaced and the driver passed all final performance testing. This alleged failure mode poses a low risk to the patient because it was not in patient use. In addition, it would not prevent the companion 2 driver from performing its life-sustaining functions because the companion 2 driver has alternate, redundant power sources of external batteries and external wall power. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
The companion 2 driver was not in use by a patient. The customer reported that the companion 2 driver displayed an emergency battery error alarm. The customer also reported that the companion 2 driver was not able to recharge the emergency backup battery. This alleged failure mode poses a low risk to the patient because it was not in patient use. In addition, it would not prevent the companion 2 driver from performing its' life-sustaining functions because the companion 2 driver has alternate, redundant power sources of external batteries and external wall power. The companion 2 driver will be returned to syncardia for investigation. The results of the investigation will be provided in a supplemental MDR.